Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged headaches, cough and mucus. There was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having raspy voice, headaches, cough and mucus. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device were completed by the manufacturer. The manufacturer found dust/dirt contamination on the bottom casing, at the air inlet, on/within the blower box, and on the motor casing/impellers. The manufacturer also found presence of contamination throughout the air path, slight black contamination consistent with keratin contamination at the blower seal of the blower box. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The manufacturer also confirms the presence of contamination in the air path that sourced external to the device. Section d9, g3, h6 has been updated / corrected.